Event description:
The customer reported that the image on the left monitor would come and go. The image was lost intermittently.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep could not duplicate the symptom. He found a loose video cable connection to the left monitor and reseated the connection, then verified proper operation of the system.